Event description:
During preparation for a saphenous vein harvesting procedure, the fiberoptics were broken on the endoscope. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. In march 2006, the scope was received with the lens cracked. This is reportable malfunction.